Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results for a 38-year-old female patient. The following results were provided: (free t4 reference range 9.0-19.1 pmol/l); sid (B)(6), initial result = 53.39 pmol/l, sample re-centrifuged and repeated with the results = 17.38, pmol/l, 16.54 pmol/l. Additional lab results provided: pt 39.6 [9.7-12.0], inr 3.0 [0.8-1.2], aptt 60 [21-29]. The patient¿s clinical presentation is acute myopericarditis, acute cardiogenic shock, on extracorporeal membrane oxygenation (ECMO), and heparin-induced thrombocytopenia. Current medications: ciclosporin, amiodarone, lidocaine, furosemide, gabapentin, oxycodone, paracetamol, caspofungin, piperacillin + taxobactam, argatroban, hydralazine, phosphate enema, co-trimoxazole, valganciclovir, mexiletine. No impact to patient management was reported.